Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for needle breakage with the incident lot # 6294956 was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 22 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter broke off in the vacutainer while the needle was in the patient¿s arm. No injury or medical intervention.